Manufacturer narrative:
All test boluses delivered properly their indicated amounts and were listed in the bolus history screen. No bolus anomaly or history anomaly was noted. The pump passed displacement, self test and force sensor tests. The pump had a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump delivered bolus without prompt. Customer's blood glucose was 9 mmol/l. It was reported that customer was able to feel a bolus being delivered at nights without prompt; customer was able to stop delivery. It was not known what was causing issue. Customer was advised that insulin pump would need to be replaced.